Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that customer was hospitalized due to diabetic ketoacidosis and high blood glucose from (B)(6) to (B)(6) 2019 at 5:00 am with blood glucose was 327 mg/dl. It was also reported that the customer had trouble while breathing and fever and positive for ketones. The customer tested positive for a virus and that it was affecting the way the body was responding to ketones.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis, on unknown date with unknown blood glucose level. The customer was not assisted with troubleshooting. The devices will not be returned for analysis.